Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined based on the provided information. A general reagent issue could be excluded, as the global lot performance was inconspicuous. A local issue with the reagent lot was feasible, with possible contributing factors such as shipping/storage/handling/altered instrument condition.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable phos2 results from the cobas 6000 c501 module. The initial result was 1.2 mmol/l and the repeat result was 1.57 mmol/l. The questionable result was not reported outside of the laboratory.